Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a posterior pelvic floor repair procedure and vaginal hysterectomy on (B)(6) 2006 and mesh was implanted. Following the procedure, the patient experienced a small area of posterior vaginal wall mesh exposure, intermittent vaginal bleeding and discharge. The patient underwent an excision of exposed mesh and closure with healthy skin. Additional information has been requested.